Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that cable insulation was torn and wires exposed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that when the pt was charging their ins, it would lose connection if they moved the recharger cord a little bit. They said this started "a few weeks ago". Pt said that the recharger was not heating up. The pt took the battery pack out, and they reported hearing "just a tiny rattle" but it didn't appear to be anything beyond the normal rattling sound that controller makes. Pt inspected port of controller and it looked intact. Pt said they could get ins to charge but it can take 30 minutes, but would then run into the same problem again. The issue was not resolved. No symptoms were reported. A replacement controller was sent out. Additional information was received from the pt on 2022-aug-19. Pt called back because they received the replacement controller, but were still having issues charging their implanted neurostimulator (ins). Pt said the rtm was hot to the touch when charging the ins. No symptoms were reported. A replacement recharger was sent out.